Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the nonoptimal positioning of the ipg, and also believes that the top of the ipg tipped towards the chest wall and pressed on the wound. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID (B)(4).

Event description:
A barostim ipg replacement due to normal battery depletion occurred on (B)(6) 2024. The patient experienced swelling and pocket inflammation one month following the procedure. The ipg was explanted on (B)(6) 2024. No infection was diagnosed, however, a gentamicin sponge was placed in the wound, and intravenous augmentin antibiotics were administered. In the opinion of the physician, the root cause of the swelling was the nonoptimal positioning of the ipg. The physician believes that the top of the ipg tipped towards the chest wall and pressed on the wound. As of (B)(6) 2024, the patients wound was healed.

Event description:
A barostim ipg replacement due to normal battery depletion occurred on (B)(6) 2024. The patient experienced swelling and pocket inflammation one month following the procedure. The ipg was explanted on (B)(6) 2024. No infection was diagnosed; however, a gentamicin sponge was placed in the wound, and intravenous augmentin antibiotics were administered. In the opinion of the physician, the root cause of the swelling was the nonoptimal positioning of the ipg. The physician believes that the top of the ipg tipped towards the chest wall and pressed on the wound. As of (B)(6) 2024, the patient's wound was healed and on (B)(6) 2024 a new ipg was implanted.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6, h11. The reported ipg was received at cvrx for analysis. A supplemental report will be submitted when the device analysis is completed. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. The analysis results indicated the device performed as expected and there was no manufacturing issue identified. Based on the information received, the root cause of the swelling was the non-optimal positioning of the ipg. The physician believes that the top of the ipg tipped towards the chest wall and pressed on the wound. Cvrx ID# (B)(4).